Manufacturer narrative:
Product analysis # (B)(4); analysis information -- 2019-09-19 08:39:18 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis of the ins 97714 (s/n (B)(4)) passed the final functional test; however, there were breached cuts in the access hole adhesive to the #4, 5, and 6 lead frame connectors that caused there to be low leakage impedance to these circuits during the connector block leakage test. All the other circuits had normal leakage impedance and were within specification. The breached cuts in the access hole adhesive are consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported that in (B)(6) 2019 the patient hit his battery on a car door and issues with battery started after this. He reports feeling shocks around battery, described as what it feels like if you put your tongue on a battery. He also reports recharging is taking longer than before the incident. Impedances were within normal limits. An xray did not show anything outstanding. The battery was to be replaced (B)(6) 2019. No further complications were reported/anticipated.